Event description:
Additional information received noting that the physician does not believe the vns is the cause for the increase in seizures the patient is experiencing.

Event description:
Patient is now experiencing daily spells and is being evaluated by their neurologist and being sent to the emu. The patient has also been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.